Manufacturer narrative:
The investigation for the automated impella controller (aic) - controller error (yellow alarm) has been completed. The console displayed ¿controller error (rp dual sensor, optical bench ambient pressure out of range) ¿ alarm¿. This aligns with the reported failure mode. The log confirmed that the ambient pressure was out of range below 550 mmhg for more than two minutes, which triggered the controller error alarm per the spec requirement. This confirms that the aic is working per the intended design. This console was tested. After running the optical test pump for more than 10 hours, the console operated as intended at the ambient pressure of 755mmhg. No hardware issue was found with the console hardware. During testing, the console displayed ¿purge system blocked - alarm¿, most likely due to a kinked purge connecting tube unrelated to the reported failure mode. Upon visual inspection, no dextrose residue was found inside the aic. The controller error was triggered per the design, and no product malfunction was found. The controller error was triggered per the design, and no product malfunction was found. The device functioned/operated to specification. B.7 information was added as it was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12780. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12780 as it is unknown the initial reporter also sent the report to the FDA. D.6a and d.6b should have been left blank in initial manufacturer device report number 1220648-2024-12780as automated impella controllers are not implanted. H.6 code 2199 and 4114 were entered incorrectly on the initial manufacturer device report number 1220648-2024-12780. A new code was added. H.10 additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-12780 stated that the device was not returned but the device was returned. Section d.9 was revised to reflect this information.

Event description:
The user facility reported a 53-year-old male of unknown race and ethnicity in st elevated myocardial infarction was implanted with an impella rp device for mechanical circulatory support. It was reported that the patient was transferred to another facility and in the flight controller error alarm occurred. Once arrival at the new facility the automated impella controller (aic) was exchanged. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.